Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance issue. This ra lead was replaced with same model and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the physician preferred a shorter lead. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance issue. This ra lead was replaced with same model and was never in service. No adverse patient effects were reported. Additional information received which indicated that this ra lead was attempted due to helix issues. As the helix was not extending correctly.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance issue. This ra lead was replaced with same model and was never in service. No adverse patient effects were reported. Additional information received which indicated that this ra lead was attempted due to helix issues. As the helix was not extending correctly.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the physician preferred a shorter lead. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.